Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were episodes of oversensed noise observed on this patient¿s right ventricular electrogram. These episodes correlate with a date the patient was having an unrelated surgical procedure on. During the surgery, a magnet was placed over the device but there was still pacing inhibition and asystole of greater than two seconds, leading the clinic to believe the magnet must have slipped during the surgery. A magnet was recently placed over the device to confirm asynchronous pacing. The patient was dismissed and will be seen again in six months. Their system continues to remain in service. No adverse patient effects were reported.